Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced withdrawal following a refill session. The physician believed that the withdrawal symptoms may have been from a pump pocket fill, but did not know because the refill occurred at the pt's home on (B)(6) 2011 by a home infusion company. On (B)(6) 2011, the pt had a return of spasticity. On (B)(6) 2011, the pt was admitted to the ER with withdrawal symptoms. The pt was managed with oral baclofen and ativan. On (B)(6) 2011, the physician found the pump reservoir empty (0.5cc and may bubbles were aspirated) and refilled with 2000 mcg/ml at the previously programmed parameters. The pt was doing "ok" at that time. The drug in the pump at the time of the event was lioresal. Additional info has been requested; a f/u report will be submitted if additional info becomes available.